Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in 5 years. The ipg was deemed inoperable. As a result, surgical intervention took place on (B)(6) 2020 where the ipg was explanted and replaced to address the issue.